Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician was doing the usual workflow with flushing and aspiration. However, when attempted to draw back air on syringe, air could be heard and observed on the sheath that could not be aspirated. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis. It was further reported that the air in the sheath was seen as soon as the sheath was inserted into the patient. The air was observed before transseptal puncture. The flow rate of the sheath irrigation was 30 ml per minute. No air was seen in the patient.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician was doing the usual workflow with flushing and aspiration. However, when attempted to draw back air on syringe, air could be heard and observed on the sheath that could not be aspirated. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.